Manufacturer narrative:
Concomitant medical products: product ID: rvdr01 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing, no sensing and no capture at max output. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.